Event description:
Ibc from pt's spouse regarding veletri pump malfunction; states pump sn (B)(4) displayed "lec 1610" over the weekend and needs replacement. States pt was taken to the hospital just in case since pt was off medication for about an hour during the troubleshooting; is now on hospital pump but will switch to functioning backup pump on hand. No se reported. No changes to breathing resulted from this incident. Confirmed pump rate at 82ml/24hr. Warm-transferred to hyder/psr to schedule replacement device and return box. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. But to be safe pt was taken to hospital to be started on hospital pump safely. We replaced the device. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.